Manufacturer narrative:
The subject oer-4 was not returned to olympus medical systems corp. (Omsc). The user will not return the subject oer-4. The oer-4 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user replaced the water filter and disinfected the water supply piping, then acid-fast bacillus were not detected. However, after 3 or 4 weeks, acid-fast bacillus were detected from 6 of the endoscope reprocessor that the user used. The user replaced the water filter and disinfected the water supply piping. Then, acid-fast bacillus were not detected. The user tested the tap water supplied to the oer-4 for cleaning, there was no irregularity found. There was no report of the patient's injury regarding this event. This report is no.1 of 6 reports.

Manufacturer narrative:
The subject oer-4 was not returned to olympus medical systems corp. (Omsc) for evaluation, and the exact cause of the reported event could not be conclusively determined. Omsc checked the device history record of the subject oer-4, there was no irregularity found. The user replaced and cleaned the filter of the subject oer-4 properly. Therefore, there is possibility of this phenomenon is attributed to contamination of foreign matter when the user took samples for a culture test from the subject oer-4. There was no report of the patient's injury regarding this event. There were no further details provided. If significant additional information is received, this report will be supplemented.